Manufacturer narrative:
Device 5 of 5

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Patient reported that infusion set fell off during use on 03 april, 05 april, 11 april, 12 april and 21 april 2024. Issue occured in five sets. Infusion set was in use for 2 days. Blood glucose level of patient was between 100-200 mg/dl. No further information was available.